Event description:
It was reported that the patient self-catheterized right after initial surgery, causing erosion in the urethra. The artificial urinary sphincter (aus) was removed. A new aus was implanted in a further procedure. No further complications were reported in relation tot his event.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient self-catheterized right after initial surgery, causing erosion in the urethra. The artificial urinary sphincter (aus) was removed. A new aus was implanted in a further procedure. No further complications were reported in relation to this event.